Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had noise, far field r-wave (ffrw) sensing, a fracture, increased impedance and a possible connection issue with the device. Additionally, the ra lead and right ventricular (rv) lead may have interaction causing the oversensing. The rv lead may also have a connection issue. The rv lead also has decreasing impedance. The patient's has a possible loose connection with the ra and rv leads. The leads and device remain in use. Later the patient went for a follow up appointment because sensing integrity counter (sic) was seen on the transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.